Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable, but the pediatric prechmaber has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the mininav is operating within the acceptable tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found. To make the organic matter / deposits in the valve more visible, they were colored using a staining solution. Result: based on our investigation results, we can determine a blockage in the pediatric prechamber. The determined deposits can be named as the cause for the blockage. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. Furthermore, we can determine deposits in the mininav. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a mini (#fv697t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage the patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 months, height: 49 cm, weight: 3,2 kg, gender: male.